Event description:
A loss of therapeutic effect was reported. The pt noted that his symptom had worsened over the past month, and that he has not been able to adjust his device stimulation settings. The issue occurred with and without attaching the device antenna. Telemetry issues were also indicated. Possibility of a dead battery was discussed. The last settings averaged an amplitude of 3.5 to 5 volts. For multiple electrodes, longevity was estimated to vary around 1 to 1.5 years. The pt stated they needed to increase stimulation more towards the end of life in regards to the battery. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)